Event description:
It was observed during the device inspection, that the video system center intermittently displayed error code b30 and sometimes there is no image due to loose receptacle unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the technical evaluation review confirmed that no image is displayed due to a failure of the receptacle unit. The technical evaluation review also confirmed that the error code b30 occurred due to a failure of the circuit board. Olympus will continue to monitor field performance for this device